Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned; blood in/on helix mechanism.

Event description:
It was reported that during implant attempt, there was high impedance up to 3000 ohms at each location attempted. After attempts were made, it appeared that the mechanism would not advance the screw, and this was not noted during earlier attempts. The device was not implanted. No patient complications have been reported as a result of this event.